Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing episodes were observed. There were no other electrical anomalies and the patient was asymptomatic. Further testing on the lead was recommended.

Event description:
New information received indicated that through remote transmission, additional non-sustained lead noise episodes were observed. The noise was suspected to be from inactive rv lead. An x-ray imaging was recommended. The asymptomatic patient was stable and will continue to be monitored.